Manufacturer narrative:
(B)(4).

Event description:
The customer received a questionable ise indirect na, k, ci for gen.2 results for an unknown number of patient samples. For patient 1: the initial result was 125 mmol/l and was reported outside the laboratory. As the patient was about to have surgery, the physician called the laboratory and questioned the result. The customer repeated the sample on the istat analyzer and the result was 143 mmol/l. She then ran it on their cobas integra 800 and the result was 142 mmol/l. The customer told the physician to ignore the first result. The physician performed the procedure on the patient after a short delay. The customer stated there was no harm done to the patient that she was aware of. The customer reviewed results for other patients and found a total of about seven sodium results that had been reported out low. Of the data provided for four additional patients, only the erroneous result for one patient was actually reported outside the laboratory. Patient 2: the initial sodium result was 129 mmol/l and the repeat result on their cobas integra 800 was 139 mmol/l. This patient was not adversely affected. The sodium electrode lot number was i13 with an expiration date of 03/31/2016. The customer replaced all of the electrodes and performed an ise check where the values were imprecise and not correct. The customer then found there was a piece of plastic wedged in the electrode area, seemingly to keep them tight. She pulled the plastic out and could tell they were fitting loosely. The field service representative found the ise reagent syringe seal holder was not adjusted tightly causing a shortage of internal standard dispense into the ceramic trough which caused the sipper to draw air through the cartridges. He tightened the seal holder, removed the plastic wedge from the cartridge area, adjusted the cartridge tension, cleaned the cartridge cradle, and replaced the ise reagent syringe and sipper syringe seals. The customer ran acceptable calibration and controls. The field service representative ran an acceptable precision check. Further investigation confirmed the most probable root cause for the erroneous results was the manipulation of the cartridge area performed by the customer. The service and maintenance procedures resolved the issue.